Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hyper sensitivity, asthma (new or worsening)inflammatory response, other, acute respiratory distress system (ards), pleural effusion, reactive airway disease (rad), respiratory failure, severe ear, nose, throat inflammation, & respiratory issues (breathing problems). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.